Manufacturer narrative:
No conclusion could be reached based on the analysis as to what have caused the reported incident. The hh8bex device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and worked properly during the vacuum tests. The tubing set was not returned for analysis, it was tested with a test tubing set and no anomalies were noted on the vacuum functionality of the instrument. The instrument was tested with a test media and no anomalies were noted on the cutting functionality of the device. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported stating that during a breast biopsy, the physician noticed that they were getting very small cores while using the probe with the holster. They changed probes and continue to receive small cores. They changed probes again and the cores were adequate. There was no pt consequence reported, case was completed using the probe.